Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that ambicor penile prosthesis (app) was not inflating so it was removed and a new tactra device put in its place. There was air in the pump. No patient complications related to device.